Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the left atrium of the patient. After positioning the was, it was noted that the patient was not receiving their heparin medication via their IV. The physician was able to give the patient additional heparin from an alternative access point. Following the heparin administration, the procedure was continued. The physician attempted to make a wet-to-wet connection but there was no back bleed from the was. It was discovered the entire sheath was clotted. The physician removed the was from the patient and replaced it with a brand-new was. The procedure was then completed successfully with the closure device implanted in the laa of the patient. The patient did not experience any complications or consequences as a result of this event. The patient was set to be discharged later that day.